Manufacturer narrative:
Product complaint #: (B)(4). Batch number: r57j42. Investigation summary: the analysis results found that one psee45a device was returned with the anvil damaged and with a gst45d reload loaded on the device. The reload was received partially fired 2/3 and with a damage on the cartridge deck. After further analysis the anvil knife slot was noted to be damaged. No functional test was performed. The damage to the cartridge and anvil is consistent with the device being clamped over an excess of tissue, causing the firing stroke and the staple form to be incomplete. If enough force is applied to the firing trigger the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)?

Event description:
It was reported that while firing the stapler, stapler stopped and the surgeon had to remove the instrument from the patient body.